Event description:
Consumer claims her humidifier emitted smoke and burned a hole in her carpet. There was not a report of injury with this incident.

Manufacturer narrative:
A prepaid label has been sent to the consumer for return of the product. Consumer has not returned the product.